Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated by tech services. The blade was scrapped and replaced. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 4, they intermittently had a no video signal message. A delay in the procedure of unknown duration occurred while a back-up gvl 3 device was obtained. No harm to patient or user was reported.